Manufacturer narrative:
(B)(4). - should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the left back cane is broken right above the weld. The consumer states he fell out of the chair and hurt his ribs. He has not sought medical attention at this time, because he didn't have a chair.